Event description:
It was reported that the delivery rate was not within tolerance. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. There were no defects/discrepancies noted, and the pump delivery rate was within the correct range. The most likely/suspected cause of the customer reported problem was a user related issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.